Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity, hi-pot and x-ray tests. Lead was determined to have met specifications. Product investigation does not provide any additional information. Emdr decision remains the same.

Event description:
It was reported that this right atrial lead was explanted due to a dislodgement. A new lead was implanted. No additional adverse patient effects were reported.